Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment using a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to repair a stenosis developed at the venous anastomosis site of a vascular access. A 7fr mosquito sheath and a v-18¿ guidewire (18 inch) were used with the vsx device. During the procedure, an attempt was made to deploy the vsx device at the target site. However, the delivery catheter became bowed (bow-string), and the deployment line was stuck, preventing deployment. It was judged that further pulling could result in breakage of the deployment line or partial deployment. Therefore, the unexpanded vsx device was removed from the patient. The procedure was completed using an alternative device. No adverse consequences for the patient were reported. The physician reportedly stated as follows: the procedure was performed according to standard protocol, and such an issue had never occurred before. Rather than the cause of the stuck, I'd like to know how to handle situations like this one.

Manufacturer narrative:
Emdr section h6, codes c19 and d15 updated to reflect results of product evaluation. Evaluation summary: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The reported failure mode of partial deployment - deployment line stuck is consistent with the findings of the engineering evaluation. A guidewire was inserted during engineering evaluation for stabilization during deployment attempt. Engineers were unable to continue deployment through the deployment knob, the catheter deformed into a bowstrung position. Deployment was also unsuccessful when applying traction at the endo. The root cause of the reported stuck deployment line and bowstringing could not be established with the available information and evaluation. The root cause of the loose deployment fiber could not be established with the available information and evaluation.